Event description:
It was reported that the ilet device¿s touchscreen was found cracked when the user removed it from a pocket at work, after which the user was unable to unlock the device to announce a meal; the described device problem aligned with a fractured touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related break of the touchscreen consistent with a fracture of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.